Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heavy cough. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections made: describe event or problem. Contact office. Patient outcome code grid. Evaluation method code grid. Evaluation results code grid. Component code grid. Conclusion code grid.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged experiencing headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation.